Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive all buttons due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and was unable to clear alarm. The blood glucose at the time of the incident was 126 mg/dl. The device was returned for analysis.